Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator experienced multiple alarms on three consecutive routine hemodialysis treatments. Arterial and venous air alarms were experienced during two of the treatments and could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 240cc and 190cc respectively. On the third treatment, the operator reported a waste bag pressure high alarm that could not be resolved. Rinseback was not performed again, resulting in an estimated blood loss of 190cc. No medical intervention was required as a result of the blood loss. It was determined that the pts access was clotted and required hospitalization for revision.

Manufacturer narrative:
There is no evidence of a device malfunction. All of the reported alarms are indicative of inadequate access flow as noted in the user's guide which includes adequate alarm troubleshooting instructions and probable causes. The user's guide also instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cycler alarmed appropriately. Facility staff has recommended retraining for this pt and operator. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.